Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During the replacement of the generator, noise was observed. Noise was still present after generator change. When changed to aai setting, there was no noise interruption. Setting was changed to therapy off. The doctor commented that this could be shock lead damage. Lead remains implanted.